Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) of 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) of 2013, the patient experienced pelvic pain ("pelvic pain"), anxiety ("anxiety"), panic attack ("panic attack"), abdominal distension ("bloating"), swelling ("various body swelling"), swelling face ("facial swelling") and pain in extremity ("pain legs"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash / skin condition"), menorrhagia ("menorrhagia (heavy menstrual bleeding), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, abdominal pain, dermatitis allergic, menorrhagia, fatigue, alopecia, hormone level abnormal, headache, nausea, visual impairment, anxiety, panic attack, dysmenorrhoea, abdominal distension, swelling, swelling face and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, dermatitis allergic, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, nausea, pain in extremity, panic attack, pelvic pain, perforation, swelling, swelling face and visual impairment to be related to essure. The reporter commented: essure not removed. Unable to afford surgery. Per fu (B)(6) 2020, essure insertion date: (B)(6) 2013 (previously reported as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) of 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events¿ anxiety, panic attacks, dysmenorrhea (cramping), bloating, various body swelling, face swelling, pain legs were added. Patient demographics, lab data, essure insertion date, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash / skin condition"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, abdominal pain, dermatitis allergic, menorrhagia, fatigue, alopecia, hormone level abnormal, headache, nausea and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, fatigue, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, perforation and visual impairment to be related to essure. The reporter commented: essure not removed. Unable to afford surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Patient demographics were added. Lab data added. Event ¿injury¿ replaced by specific events: perforation, pelvic pain, abdominal pain, rash, skin condition, menorrhagia (heavy menstrual bleeding), fatigue, hair loss, hormonal changes, headaches, nausea and vision problems. Essure was not removed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.